Event description:
Outer envelope opened in surgery over sterile field to allow removal of enclosed, sterilized bottle containing the surgifoam sponge. A hair was noted on the outside of the bottle. Product was not used on pt. Potential q.a. Mfg problem.